Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v119979, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3387s-40, lot# v184846, implanted: 2009 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had a return of symptoms that started on the friday prior to this report. It was noted that the patient was scheduled to have an MRI to ¿rule out anything neurological other than the dystonia the patient had the implants for.¿ it was believed that the patient¿s battery was depleting and getting low. No new information. Additional information received reported that the battery had depleted and had been replaced on 2013 (B)(6). It was noted that the patient had had increased dystonia and was hospitalized. It was further noted that the patient had recovered without sequelae.